Event description:
Reporter alleged blood glucose measured 247 mg/dl at 8:07 pm back to back with a result of 84 mg/dl performed at 8:11 pm. As a result of the comparison, no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.